Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, a screw-like component from the wrist area of the permanent cautery hook instrument fell inside the patient. The fragment was retrieved with a laparoscopic grasper during the same procedure. No additional surgical intervention was required to remove the fragment, and the patient has not returned to the hospital due to post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument for failure analysis evaluation. The instrument was found to have a broken monopolar yaw pulley at the distal clevis. Broken pieces were missing as a result of breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.